Event description:
Customer's mother reported that her son's insulin pump did not alarm no delivery. Caller stated that the customer is with dka and she does not feel that the insulin pump is delivering any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.